Event description:
It was reported that the mefusion pump produced a motor rate error" when the ml/hr button was pressed. The biomed technologist at the facility tried to remove some friction in the system by greasing the plunger driver shaft. This alleviated the issue for a few days, but it soon alarmed motor rate error" after multiple days of use. This reported product problem did not cause or contribute to any adverse patient health effects.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log (ehl) identified motor rate error. During the functional testing was unable to duplicate the reported issue, however adjusted the gap of leadscrew nut to correct specifications. The root cause of the issue was manufacturing's incorrect assembly of the device. Opened the unit and adjusted the leadscrew nut gap to correct specifications and performed calibration and functional testing.